Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-03086. The pt received 2 scs leads with the same lot number. It was reported, the pt was experiencing a shocking sensation at her scs ipg pocket site while charging her scs system. A sjm representative ran lead diagnostics which showed low in addition to invalid impedance values for the scs lead(s). It was also reported, it is suspected that a partial scs lead disconnect from the scs ipg header may have occurred. X-rays are to be taken.